Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Concomitant medical products: other relevant device(s) are: product ID: 800sc26, serial/lot #: (B)(4), ubd: 31-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and one month post implant of this 28mm mitral annuloplasty band, it was explanted and replaced with a 26mm band of the same model. The 26mm band was explanted immediately after implant. The reasons for explanting both devices is unknown. It is unknown what product was implanted after explant. No additional adverse patient effects were reported.